Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced in attempt to perform plain old balloon angioplasty (poba). However, during inflation at 3 atmospheres, the balloon ruptured. The device was completely removed and poba was then performed using a 2.0x15 non-bsc balloon catheter. The procedure was then successfully completed after stent placement. No patient complications and injuries were reported.